Event description:
On (B)(6) 2012, the lay user/patient contacted animas alleging that the subject pump had powered off without warning and that the keypad and audio bolus buttons were unresponsive when pressed. The patient reported that the alleged issue occurred just a few minutes prior to contacting animas. The patient became aware of the issue when she heard the pump "beep" and when she looked at it saw that the verification screen was on the display. Per the owner's booklet, the verify screen appears with every battery change or pump re-boot. The patient reported when she attempted to confirm the pump settings on the verification screen, none of the keypad buttons were responsive and unable to get past the verify screen. At the time of troubleshooting, the patient denied any damage to the pump casing, battery cap or keypad. The patient confirmed the battery cap was secured tightly to the insulin pump. The patient also denied seeing any visible moisture under pump's display, battery compartment or cartridge compartment. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged power and keypad issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed multiple unexplained power on resets in the black box history: rewind, load, and prime: no loss of power. The pump was exercised for 24 hours on a basal rate of 1u per hour with no power loss. Leak test failed due to display lens leak and battery compartment leak . The battery cap was removed and seen to be corroded; no corrosion in battery compartment. Corrosion was noted on back side of display keypad circuits and various other areas. Battery cap height and width were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.